Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The idea testing identified system error 345. Service evaluation verified the system error 345. The cause was determined to be an out of calibration upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a system error 345 (thermistor disparity). No additional information is available.